Event description:
The physician reported that there was oversensing relative to the subject lead stored within the memory of the associated ICD. The subject lead shall be replaced at a later date.

Manufacturer narrative:
Please refer to the attached investigation report.